Event description:
A zoll patient service representative (psr) called zoll customer support while fitting a (B)(6) old male patient to report that one of the battery packs was showing a battery fault. The defective battery was never given to the patient. The patient was issued a replacement battery.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery pack was unable to power up a test monitor and would not charge. All three batter tri-cells had low output voltages. The battery faults were caused because the voltages of the battery cells were too low to be recharged. The root cause for the low cell voltages could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery cells. The patient was not issued this battery and received a replacement battery pack.